Manufacturer narrative:
One used sample and one picture were received for evaluation by our quality team. Upon visual examination of the sample and picture received, our quality team verified the fiber inside the syringe. The origin or composition of the fiber cannot be determined because the syringe was used with a cytotoxic drug. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing line has a blowing vacuum system for particles. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The root cause of this incident cannot be identified as the origin or composition of this fiber cannot be determined. We will continue to track any future occurrences. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was ¿particular plastic¿ found inside a bd plastipak¿ leur-lok syringe. There was no report of injury or medical intervention.